Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. Corrected data: d9. The device was returned to olympus for inspection, and the customer's complaint of error message e433 was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error message e433 is coming on display due to a defective circuit board. The most probable cause of the issue was due to error/product design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure the generator displayed and error e433 (permanent reboot/temporary failure). There was no reports of patient harm.